Manufacturer narrative:
Device evaluation summary: the device was returned for analysis. The information reported on the luer of the device is consistent with the information in the complaint form received. The lot # is 0008740796. Visual and tactile inspection was performed: the device was broken in 2 points; therefore, three different portions of the catheter were returned. The first portion includes the luer and part of the shaft. The second part was part of the shaft (without the underneath guide wire lumen). The third part was the remaining shaft (visible kinked in different points) and the balloon; this portion includes the guidewire lumen stretched and exposed. It was possible to flush the guidewire lumen for the first part, but a 0.018¿¿ guidewire could not pass it was not possible to reproduce the deflating issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Describe event problem: there was no difficulty withdrawing the device. The device did not break during intervention. If information is provided in the future, a supplemental report will be issued.

Event description:
An in.pact pacific was prepped as per the IFU with no issues identified. No resistance was encountered advancing the device to the lesion in the sfa/ popliteal and no excessive force was used. The balloon inflated and a twist was seen during deflation leading to slow deflation (> 3 minutes) during the procedure. There were no difficulties reported inflating the device. Another balloon was used to complete the procedure. No patient injury was reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.